Event description:
It was reported that during a shoulder procedure, the metal ring on the tip of the unit was lost in the joint of the patient. Further, the piece was not retrieved and there was a 30 minute delay requiring additional anesthesia.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.